Event description:
It was reported that one of the side rails is not locking. It was reported that the technical assistance team came and repaired the siderail, but the locking mechanism remains insecure/inadequate.

Event description:
No new information.

Manufacturer narrative:
A visual and functional inspection was performed by a procare service technician. It was determined that the reported issue was not caused by any component level defect with the device. The issue was resolved by providing training to the nursing staff on the correct activation procedure for the side rails.